Event description:
We received this device, which was sent in by the customer for repair, without information about an incident. During our investigation, an event was found in the log files regarding an error with the blower. We tried several times to get more information about this event. To date, we did not receive any further information about the incident. There is no information that any person was injured.